Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriorotomy closure of a right common femoral artery using the pre-close technique prior to an endovascular graft exclusion of thoracic aorta stent interventional procedure with a 6f sheath. Reportedly, the blood return window with prompt function failed to return blood. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a 24f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.